Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the reservoir ruptured during filling with normal saline that was manually inserted with a syringe. The device has been filled with 5-fluorouracil and normal saline. There was no adverse event, patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a manufacturing defect. Additional: a batch review has been performed and there have been similar reports made to baxter. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) (B)(4).